Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: during a procedure for a distal fracture, surgeon was using the va drill sleeve for the adjustable hole, located in the distal part of the plate, and the va locking screw was inserted. The screw would not lock to the plate. Surgeon removed the screw and replaced with another screw and this screw would not lock. Surgeon did not remove the second screw and it remains in the pt not locked. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.